Manufacturer narrative:
(B)(4). Date sent: 10/28/2016 the analysis results found that the fp015 device was returned with the flexible sleeve broken. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot/batch # n90v57 provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Do you have the correct lot and/or batch number? The lot number is n90y57.

Event description:
It was reported that during an unknown procedure, the sheath cracked during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.